Event description:
Customer reported the system does not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator and cleaned the reseated circuit boards. System operates as intended.